Event description:
It was reported that the patient was rushed to the hospital due to the unit having a system error message. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.